Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The carrier/com express board and display cables were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, between cases, the unit had a system malfunction. There was no report of patient involvement.